Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt high lead impedance readings were obtained during an office visit. Specific results were not provided. The last acceptable diagnostics were obtained in (B) (6) 2009. There were no reports of any trauma or manipulation. The pt did also have some redness at the generator site with stimulation which resolved once the device was programmed off. X-rays were taken and reviewed by the MFR and no anomalies were observed. The strain relief was not per labeling. A portion of the lead behind the generator could not be assessed. The pt is currently programmed off and will be monitored.